Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, rewind anomaly, damage (physical or cosmetic), charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the basic occlusion test at 4.5 lbs. Test p-cap and reservoir locked properly into the reservoir compartment. Found no failed battery test alarms, rewind anomalies or battery alerts during testing successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed low battery alerts on (B)(6) 2024 at 22:20:00.000, (B)(6) 2024 at 21:36:00.000, and on (B)(6) 2024 at 13:30:00.000. Also found battery inserted times on (B)(6) 2024 at 07:36:40.000, (B)(6) 2024 at 13:32:21.000, and on (B)(6) 2024 at 05:07:32.000. Pump alarmed a failed battery test alarm on (B)(6) 2024 at 07:33:13.000. Pump was cut open to perform visual inspection and found isolated to the battery tube. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Failed battery test and rewind anomaly were not confirmed during testing. Charge/battery lasts less than expected was confirmed. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Cosmetic damage was confirmed at the backside of the pump. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.